Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported by a health authority that during an unknown surgery, it was noted that the white reload cartridge wasn't complete - damaged. It could not be used. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.